Manufacturer narrative:
Philips has investigated this complaint and concluded that a patient received a dose of (2,5gy) during a procedure. The customer did not notice any abnormality during the procedure, but informed philips because they wanted to rule out a technical failure of the system. No patient injury was reported due to the dose received. A philips field service engineer performed a check on the system and concluded that the system was working within specification. He also examined the log files but could not find any system malfunction. Philips analyzed the procedure and our research shows that the dose received by the patient was caused by the fact that there were more images taken then usual (200 images exposures in stead of 100 which would be normal) and the patient was a lot larger then normal (34cm water equivalent) which increased the total dose. (B)(4).

Manufacturer narrative:
When investigation is completed a follow up report will be sent to FDA. (B)(6).

Event description:
Philips received a complaint from the customer about a patient that received a radiation overexposure. The patient received (B)(4) .